Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 8.7 mmol/l. Customer stated that the pump was not bumped or dropped recently. Customer reported that the error occured during basal delivery. Customer also stated that the pump will not exit the rewind loop. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk also, unable to verify motor error alarm or to perform occlusion test and prime test and excessive no delivery test due to a33 alarm. No rewind anomaly noted. The motor was tested outside of the device and passed. All operating currents are within specification and passed displacement test, self-test, off no power test and a21 error test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked display window, scratched reservoir tube window and missing the drive support sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).